Event description:
It was reported when using the bd preset¿ syringe with attached needle there was foreign matter on the device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "before use, there was brown foreign matter found inside the barrel."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-22. H6: investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. The customer sample was evaluated by visual examination and a brown fibrous foreign matter was found inside the syringe. The material appears to be a fragment of cardboard. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Bd was not able to determine a definitive root cause for the foreign matter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was foreign matter on the device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "before use, there was brown foreign matter found inside the barrel."